Event description:
A physician reported that an injury occurred (i.e., a perforation) during or after a colonoscopy in performing a hot biopsy in the cecum. The settings were soft coag at 60 watts power. The pt moved when the esu was activated. Later, the pt reported of having pain and surgery was performed to address the perforation. The pt is fine.